Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.5 mm terumo tazuna, guide catheter: heartrail 3.5, stent: 3.5 x 33 mm rx xience xpedition. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition device referenced in this report is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed, 30 mm-long lesion in the moderately tortuous proximal left anterior descending (lad) coronary artery. After crossing the lesion with a 014 hi-torque (ht) versaturn f 190 hc guide wire, a 2.5 mm non-abbott balloon dilatation catheter was advanced over the versaturn and pre-dilatation was performed. A 3.5 x 33 mm rx xience xpedition stent delivery system (sds) was then advanced over the versaturn, but, prior to exiting the guiding catheter, resistance was met between the xience xpedition and the versaturn. When attempting to retract the xpedition over the versaturn, resistance was also felt between these two devices. Thus, both devices were removed as a single unit. A non-abbott guide wire was advanced, followed by advancement and deployment of a 3.5 x 33 mm non-abbott stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.